Event description:
Dr reports a patient who ws referred to him, has nectosis in her lower hip. The patient was injected, with radiesse, in the lower corners of her lower lip, by another doctor. The patient is seeing a third doctor to determine if surgical intervention will be required. This doctor's office would n*ot provide information without the patient's consent.

Manufacturer narrative:
At the time of this report, bioform determined that this patient will have surgical interventin to repair the necrosis in her lower lip. The patient has elected to postpone surgery until 2006.